Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a protruded/loose drive support disk, scratched screen, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was damaged. No further information was provided.